Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving an err4 message on test strip insertion and a battery and booklet icon were present on their freestyle flash meter. There was no report of death, serious injury or mistreatment.